Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cryosolutions set with 1 cartridge/1mm tip (33510) leaked when it was attached to the canister. The issue occurred after a treatment. There was no patient involvement; therefore, no injuries, deaths, or surgical delays were reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cryosolutions set with 1 cartridge/1mm tip (33510) was not returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. The 33510 cryosolutions set with 1 cartridge was not returned for evaluation after three good faith attempts (gfes) were made. As a result, the exact root cause of the reported issue could not be determined. The issue of leaking may be the result of a damaged o-ring, or overfilled cartridges related to a safety advisory from the product's manufacturer. Additional investigation by the product legal manufacturer/sales entity found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and updated instructions for use (IFU), which have been distributed by integra to affected customers/distributors as part of a voluntary correction. This customer may have received cartridges impacted by the safety advisory. If additional relevant information becomes available in the future, this complaint will be reopened, and an evaluation will be conducted. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The device 33510 cryosolutions set was returned for evaluation. Failure analysis: the returned 33510 cryosolutions set is in used condition with no visible defect. When the cartridge was attached to the pen body, gas could be heard passively escaping. The pen sputtered and did not spray continuously when used. When submerged in water, gas/bubbles could be seen escaping from the body, indicating a damaged, worn, or failing o-ring. Passive leaking is of negligible risk. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis: the reported complaint was confirmed. The pen was unable to spray continuously and was passively leaking due to a damaged o-ring.